Event description:
On 8/27/1998 following a percutaneous transluminal coronary angioplasty procedure, and angio-seal device was placed in a pt's right groin. Bleeding was noted post deployment and a hematoma was noted (time to onset of hematoma is not documented). On 6/5/1998 the pt presented with an infected right superficial femoral artery with foreign body nidus for menthicillin resist staphylococcus aureus infection. The pt was taken to surgery where a large secondary hemorrhage as a result of the infected superficial femoral artery was also found. This pseudoaneurysm and the infected tissue were excised and the remaining infected tissue was debrided. The pt's post-operative progress was noted as excellent. As of 9/10/1998 there has been no further report of complication or pt sequelae.